Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported going to bed with a blood glucose of 300 mg/dl and later woke up with a blood glucose of 32 mg/dl. Customer's blood glucose later declined to 25 mg/dl. The customer reported they were a brittle diabetic. Customer treated their blood glucose with food. The customer's current blood glucose was 162 mg/dl. The customer declined to troubleshoot for the insulin pump. The customer declined to return the insulin pump for analysis.